Event description:
It was reported that during service and evaluation, it was determined that the ao quick coupling device was frozen/would not move. It was noted in the service order that the drill attachment was not working. According to the reporter, they used the drill attachment then sent it to sterilization and the next case the attachment was not working at all. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) 2026. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. A visual and functional assessment was performed on the device. The following steps failed: check general function in running mode. During the service evaluation the following failures were identified: functional: frozen/will not move. Internal finding: corrosion/rusting/pitting. Conclusion: ¿ failure reported is confirmed. ¿ root cause: environmental conditions.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: (B)(4). This report is not late. Incorrect due date assigned. The correct due date should have been 5/24/2026 (30 days from 4/24/2026). Please reference g3 on this report for date of awareness of additional information for this report.